Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the product thread slipped when locking the screw. It occurred during surgery and the procedure was delayed for about 10 minutes. The malfunction had minimal impact to the patient. The screw was removed, and replaced with another device. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the received screw shows wear marks on the bottom. We made a visual inspection of the screw. In the first step we investigated the hexagon of the screw. The hexagon of the screw is in a proper condition. In the next step we investigated the bottom of the screw. Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. After that we checked the thread of the screw. The thread is in a proper condition. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are two similar complaints against the same lot number(s). The current failure rate is within the risk analysis and therefore acceptable. On the basis of the current information, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. Based on the investigations and results of the 8d report no CAPA is necessary.